Manufacturer narrative:
Gpdu power supply unit scheduled for repair; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).

Event description:
It was reported to philips that frontal arm fluoroscopy was functional but collimator error prevented fluoroscopy on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.